Manufacturer narrative:
(B)(4). Batch #: v94p61. This is a analysis for a set of images / an image submitted to ethicon endo surgery for evaluation. Image1: the image provided by the customer is that of what appears to be an upper jaw from an enseal instrument. Image 2: the image provided by the customer is that where the doctor was removing the upper jaw from the patient. Image 3: the image provided by the customer is that of the distal jaw of what appears to be an enseal instrument. A closer look at the clamp arm interface shows the upper jaw was detached and the iblade upper tip was broken and slightly lifted. Image 4: the image provided by the customer is that of what appears to be an enseal instrument. A closer look at the clamp arm interface shows the upper jaw was detached. Image 5 and 6: the images provided by the customer are from an xrays where the upper jaw could be observed inside the patient. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. As part of ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopic hysterectomy surgery that, in its first use (new insumo) already connected to the ethicon endo-surgery generator gen11 console, the lower jaw fractured upon completion of sealing. The decision was made to extract a fractured tooth with great difficulty, requiring the support of diagnostic images (x-rays) to find a fractured piece prolonging the surgery time to an additional hour. The procedure was completed successfully. There were no patient consequences.